Event description:
It was reported that after a device check, the programmer was left on for 15 minutes. A message occurred stating to turn off the programmer because it overheated. This occurred two times. It was further reported, there was a broken fan on the right side. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the overheat message. The power supply was replaced and the overheat message still came up. The faulty cooling fan was unable to verified. It was also noted that the printer had varying print speed while printing systems test printouts.